Event description:
The customer reported via phone call that he had a reservoir leak this morning. Customer's blood glucose was 454 mg/dl at the time of the incident. Customer stated that the reservoir was leaking at the white cap. Customer did not see any damage on the reservoir but he did not examine it. Customer was advised to return the reservoir and transfer guard.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.